Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use pump for insulin therapy.